Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction.

Event description:
Consumer alleges sleeping with heating pad and alleges controller caught fire causing damages to his bedding. There was not a report of serious injury with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction. There is an instruction that states, "use this pad only on a 110-120 volt ac circuit" and consumer failed to perform that instruction.

Event description:
Consumer alleges sleeping with heating pad and alleges controller caught fire causing damages to his bedding. There was not a report of serious injury with this incident.